Event description:
It was reported that during use, hospital personnel spilled alcohol on the patient cables. This required the patient to be transferred to another pump. There were no patient complications.